Event description:
It was reported to boston scientific corporation in 2007 that a resolution clip was used during a colonoscopy on a male patient (weight unknown) the same day. During the procedure, after the removal of a polyp in the rectum, the complainant reported, "they went to place the clip and the clip did not deploy. They were able to pull the catheter off the clip. They took a needle and injected epinephrine to complete the procedure and stop the bleed. The clip stayed in." There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined.